Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The following were cracked: top case (front lower left corner), right plunger case(on the side), bottom case (l bracket area). Event history log showed: check syringe plunger sensor. Functional test was performed and the reported problem was duplicated; the timing springs were placed incorrectly. This issue was caused by the customer's incorrect assembly of the device. Action(s) taken to mitigate the reported issue(s): aligned the plunger's timing springs correctly to correct the reported problem.

Event description:
It was reported that the pump had a grinding noise on the plunger. No patient injury was reported.